Event description:
The nautica micro catheter in question was placed to embolize an 18mm left carotid cavernous aneurysm. A neuroform stent was placed due to the expansive neck and the catheter was fenced for coil dispersion. Upon attempt of the second coil the physician noticed extreme tension in attempting the delivery of a -10 coil and chose to retriev it. Minor adjustment of the catheter was noted and re-attempt was unsuccessful. A complete blockage was felt by the physician on all attempts and the catheter was pulled and observed to be kinked. Re-entrance into the stent had to be made with antother catheter. No injury to the pt, with the exception of the complication caused by a potentially tented proximal stent wall. This partially occluded the parent vessel at or around the aneurysm neck.